Event description:
The pt, a type ii diabetic, reported lower blood glucose readings with 2 boxes of test strips one box lot 1j515b and one box lot unk. Approx two months ago, the pt purchased a box of test strip lot unk, and obtained lower blood glucose readings (approx 50 points lower than her usual readings with another test strip. She could not remember specific results. Because of the lower blood glucose readings, she discarded one bottle from this box approx 3 weeks ago. She exchanged the second bottle from the same box of test strips at the pharmacy for a new box of test strips lot 1j515b. The pharmacist discarded the second bottle of test strips from the first box. The pt immediately opened the first bottle from lot 1j515b and obtained a blood glucose result of 60 mg/dl. Because she felt this was extremely low, she immediately opened the second bottle from the same box, lot 1j515b, and obtained a blood glucose reading or 88 mg/dl. The desiccant is in all bottles. The pt's meter was set to the appropriate code when all tests were performed. The pt did not have normal control solution. With the rep, the pt obtained a check strip test result of 84 versus a check strip range of 72-96. The pt stores her test strips in her bedroom.